Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not be deployed, however, the returned product analysis confirmed that there was stent damage. The lesion was located in the left anterior descending artery. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent, but it couldnot be deployed. The procedure was completed with a different stent. No patient injuries or complications were reported.